Event description:
Potential for error/confusion surrounding bd's urgent medical device product advisory and identification of infusion sets containing dehp that were not labeled as such. It appears that bd's manufacturing has not changed but because of small amounts of dehp, bo is now required to label tubings as dehp containing that were previously marketed as dehp free. Our organization has reviewed the product specifications for impacted products that we carry, specifically the low sorb tubing, and determined that the dehp portion on the outer tubing should not be a concern (inner tubing is non-dehp containing and triple layer pvc). Clarification from (B)(4) on this topic would be welcome as it appears many organizations are confused by the advisory. (B)(4).